Manufacturer narrative:
Complaint # (B)(4); record # (B)(4).

Event description:
After intra-aortic balloon (iab) insertion, found the balloon could not be fully inflated. Two hours of therapy initiation, the balloon was still not fully inflated. The iab was replaced successfully. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
After intra-aortic balloon (iab) insertion, found the balloon could not be fully inflated. Two hours of therapy initiation, the balloon was still not fully inflated. The iab was replaced successfully. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The stylet wire returned was placed inside the catheter through the male luer. The insertion kit was also returned. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. We were unable to confirm the reported difficult/unable to inflate/deflate problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
After intra-aortic balloon (iab) insertion, found the balloon could not be fully inflated. Two hours of therapy initiation, the balloon was still not fully inflated. The iab was replaced successfully. There was no reported injury to the patient.